Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient underwent mesh implantation in order to treat pelvic organ prolapse, cystocele, rectocele, stress urinary incontinence and symptomatic uterine prolapse. It was reported that the patient had a concurrent procedure of a total abdominal hysterectomy / bilateral salpingo-oophorectomy suprapubic cystoscopy, and anterior posterior colporrhaphy performed during mesh implantation. The patient experienced pain, erosion of internal bodily tissue and other injuries, chronic pelvic and vaginal area pain, urine leakage, diurnal frequency and urgency, very painful intercourse, vaginal discharge, pungent vaginal odor, recurrence of prolapse and constipation, severe pain in lower back and down legs including hips and knees, physical pain and discomfort, can feel protrusion of mesh implant, unrelenting pain, severe injuries, inability to engage in sexual intimacy has taken toll on emotional status, suffers from depression due to the decrease in overall quality of life, and has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent cystometrogram, voiding pressure, urethral pressure profile, cystogram, cystoscopy, bilateral retrograde pyelogram, bladder hydrosuspension, and biopsy secondary to micro hematuria, neurogenic bladder, diurnal urinary frequency & urgency on (B)(6) 2005. No additional information was provided. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.